Manufacturer narrative:
The device was received and analyzed. The visual inspection revealed no external anomalies. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In conclusion there was no indication of a material or manufacturing problem.

Event description:
Device explanted. Per oos, the patient scratched the device out in their sleep. Explant date unknown. Should additional information become available, it will be added to this file.